Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose was 488 mg/dl at the time of incident. Customer was using insulin pump within 48 hours of high blood glucose event. The insulin pump will not be returned for analysis.